Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that a revision procedure was performed where the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) were explanted. The patient was upgraded to a subcutaneous implantable cardioverter defibrillator (s-ICD) system. No additional adverse patient effects were reported.

Event description:
Additional information was received that during the revision procedure a fracture on the right ventricular (rv) lead was confirmed near the clavicle region.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient had complaints of beeping tones from the device. Upon review of the remote home monitoring system data it was found that the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited a high out of range shock impedance measurement. It was noted that the shock impedance had slowly been rising over the last six months. At this time the physician has opted to continue to monitor the patient. The rv lead and ICD remain in service and no adverse patient effects were reported.